Event description:
Excess weight removal of 2 kg. Clinic staff administered 2000 cc saline to support the pt's blood pressure; there was no pt injury, gambro technical services (gts) functionally tested the machine and found that the ultrafiltration (uf) pump locked nut was loose. The nut was tightened and the machine returned to service.